Event description:
It was reported that the procedure was to treat a lesion in superficial femoral artery to popliteal artery with heavy calcification. The universal bmw ii guide wire (gw) was attempted to be advanced to the intended location, and resistance was noted due to the anatomy. During advancement the gw separated at the core, and a portion of the gw remained in the patient's leg. Therefore, a snare was used to remove the separated portion of the gw, ending the procedure. There was no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.